Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's active exhalation control module needs to be replaced to address the issue. No repairs were done. The device was scrapped due to no need for inventory.